Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial / lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's lead ends were too shallow and the patient felt it through the skin. The patient underwent a lead and ipg revision wherein the paddle lead was re-tunneled and reconnected to the ipg. That patient was doing well post-operatively.

Event description:
A report was received that the patient¿s lead ends were too shallow and the patient felt it through the skin. The patient underwent a lead and ipg revision wherein the paddle lead was re-tunneled and reconnected to the ipg. That patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that there was no ipg revision, and it was only the depth of the leads that was revised.